Event description:
It was reported that the table will lower on its own after they raise it up to the top of travel. No injury reported. A field engineer was dispatched to the site and determined that the table down switch on the control panel membrane switch bank was shorted out. The control panel membrane switch was replaced. Once this was completed the system was working as intended.